Event description:
A patient reported on (B)(6) 2016 stating that there was poor communication with the patient programmer, and they were not able to communicate using the implantable neurostimulator (ins) recharger (insr) either. The last successful recharge session was in (B)(6) 2015, as the patient had moved and also had a hard time finding the device. They had a hard time recharging because their ins was turned in their body and was at an angle. It was difficult to charge and it caused a dark scar at the ins site. The indication for use was spinal pain. A healthcare provider (hcp) called on behalf of the patient on (B)(6) stating that communication could not be established with the ins using a patient programmer (pp), or insr. The patient had not felt stimulation since (B)(6) 2015. Another hcp called on (B)(6) regarding getting the patient out of overdischarge. An hcp called back on (B)(6) stating that the patient was overdischarged and the patient was in need of a magnetic resonance imaging (MRI). They also noted that the patient did not have a managing hcp at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.